Manufacturer narrative:
Investigation is underway.

Event description:
As reported through the japanese tavi registry reporting system, aortic regurgitation (ar) was observed post xt valve deployment. Neither degree nor type of the ar was reported from the hospital. It was unknown if any treatment or intervention was performed. Two (2) months and 17 days later, the patient was transferred to another hospital for rehabilitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned and no photograph, video or imagery was provided for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿valve ¿ regurgitation¿. A review of complaint history revealed that the occurrence rates did not exceed the august 2018 control limits for applicable trend category ¿regurgitation¿. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to no device and/or relevant imagery being returned for evaluation, the complaint of ¿valve ¿ regurgitation" was unable to be confirmed. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the complaint. As reported, aortic regurgitation (ar) was observed post valve deployment. However, neither degree nor type of the ar was provided. Additionally, it was unknown if any treatment or intervention was performed to resolve the ar post thv deployment. During hospital follow up visit in two (2) months and 17 days later, the ar was disappeared. Per the IFU, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several potential patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Given the native annulus diameter and area measurements (20.1mm and 363.2mm2 respectively), it appears that a correct valve size (23mm) was selected. Assuming the measurement was done correctly, this indicates that ar as a result of improper valve sizing is unlikely. It was also reported that the patient had a severely calcified native valve. Bulky calcification can create an irregular contact between the thv and native annulus, which could compromise the seal between the valve and target site, and lead to pvl (if any). Similarly, the bulky calcification can interfere with the frame, preventing the valve from fully expanding. Per training manual, the valve is required to be fully expanded for proper function. If the valve is under expanded, the leaflet could be restricted from proper coaptation, leading to central ar. Leaflet impingement by a calcification could be another possible factor leading to central ar (if any). However, without the procedural cine, the valve deployment condition could not be determined, and therefore above suggested root causes could not be confirmed. A definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of ¿valve ¿ regurgitation¿ was unable to be confirmed. No manufacturing non-conformances were identified during evaluation and there is insufficient information to determine the root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.